Event description:
This lead was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2011 states that the system is being extracted due to infection. The physician is dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).